Manufacturer narrative:
As reported, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, filter embedment into vena cava, and unsuccessful removal attempt of the filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The implantation date of the filter and the attempted retrieval date is unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling, such as the filter shifting position. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, filter embedment into vena cava, and unsuccessful removal attempt of said filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
As reported, the patient underwent placement of the optease inferior vena cava (ivc) filter. Per the patient profile from (ppf) and medical records, the patient underwent initial placement of an optease inferior vena cava (ivc) filter approximately two years ago. Prior to the filter implant the patient was reportedly experiencing widespread deep vein thrombosis (dvt) involving the superficial femoral, popliteal, peroneal, gastrocnemius, soleal and posterior tibial veins. The patient started experiencing pain and progressively increased swelling of her left leg after making a significantly long car ride, approximately 11-12 hours. A doppler ultrasound confirmed the symptoms. Approximately two days later the patient underwent a successful implantation of the optease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, filter embedment into vena cava, and unsuccessful removal attempt of said filter. Approximately 2 months post index procedure the patient underwent an unsuccessful percutaneous removal procedure. The patient tolerated the procedure well. The ivc filter remained in place. The patient has anxiety. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, filter embedment into vena cava, and unsuccessful removal attempt of said filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. As reported by the legal brief, the patient underwent initial placement of an optease inferior vena cava (ivc) filter approximately two years ago. According to the information received in the patient profile from (ppf), the patient alleges that the device subsequently malfunctioned and the filter was embedded in wall of the inferior vena cava (ivc) causing unknown injuries to the patient. Per medical records received 04/13/2018 prior to the filter implant the patient was reportedly experiencing widespread deep vein thrombosis (dvt) involving the superficial femoral, popliteal, peroneal, gastrocnemius, soleal and posterior tibial veins. The patient started experiencing pain and progressively increased swelling of her left leg after making a significantly long car ride, approximately 11-12 hours. A doppler ultrasound confirmed the symptoms. Approximately two days later the patient underwent a successful implantation of the optease inferior vena cava (ivc) filter. The surgeon utilized the common, right femoral vein and the right iliac vein confluence was patent. Approximately 2 months post index procedure the patient underwent an unsuccessful percutaneous removal procedure. The patient tolerated the procedure well. The ivc filter remained in place.

Manufacturer narrative:
Gtin # (B)(4). Concomitant medical products: lovenox, citalopram, lisinopril, simivastatin, meloxicam, tramadol, heparin, ceiexa, hydrochiorothiazide, mobic, enoxaparin 60 mg/0.6 ml syringe, tylenol pm tablet 25-500 mg, d35 guideright wire, 5fr avanti introducer , 5fr pigtail gscm. The product remains implanted and is thus not available for analysis. Additional information is pending and will be submitted within 30 days upon receipt.